Manufacturer narrative:
The tech found bent pins on the communication cable. The tech replaced the straightened the pins on the communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
The tech reported he is unable to plug the communication cable into the wall outlet for nurse call function. The bed is located in the med surge unit of the facility. There was no pt/user injury reported. (B)(4).